Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 610mg/dl at the time of the incident. The customer reported that the customer had been experiencing a no delivery alarm. The customer attempted to troubleshoot and changed the entire set on her own to see if that would resolve the issue. However customer was still receiving no delivery even after changing her set. 5.0 unit fixed prime. Customer states the insulin exited during 5.0 unit fixed prime. The customer declined to troubleshoot for no delivery and high blood glucose. The customer took a shot of 10 units as treatment. Most recent blood glucose was 330mg/dl. The insulin pump will not be returned for analysis.